Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was on her left side at the time of the shock. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shock was programmed to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was on her left side at the time of the shock. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shock was programmed to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.